Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 around 8:00pm. The patient reported obtaining blood glucose readings of "380, 278 and 280 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for precision. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management regimen in response to the alleged inaccurate results. The patient claimed that an unknown time after the alleged inaccuracy issue started she developed symptom of feeling "shaky". The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after obtaining the alleged inaccurate results.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.